Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The circuit breaker near the ac power cord was evaluated and reset. The sys was tested and found to be working as intended and returned to svc.